Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedances that was detected by the patient's home monitoring system, as well as noise. The physician is aware of this out of range reading, and has chosen to not intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead continues to show out-of-range (oor) shocking impedances. The boston scientific (bs) sales representative (sr) performed a device memory save to disk and sent that in to bs engineers for review. The memory showed that this lead is way out of range and even though it doesn't show that for all vectors as the device is not able to calculate the triad vector due to saturation, that likely there is a lead issue going on. The patient lost their health insurance so it is unclear how they will proceed at this time. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--